Manufacturer narrative:
Per additional information received there was no patient involvement, the event did not happen while in use on a patient, it broke off when taken out of the package. This event does not meet the requirements of a reportable event. No further follow ups will be provided for this event. All information reasonably known as of 01jun2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Per additional information received there was no patient involvement, and the event did not happen while in use on a patient, it broke off when taken out of the package. This event does not meet the requirements of a reportable event.

Manufacturer narrative:
The actual complaint product is anticipated but has not been returned for evaluation. The device history record for the lot number, m6244t506, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the y-adaptor broke off while on the patient. No additional information provided.

Manufacturer narrative:
Health professional? - correction. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product (B)(4).